Event description:
It was reported that the ventilator graphic user interface (gui) upper display became blank. The ventilator was not on a patient at the time of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb). The cse also replaced the liquid crystal display (lcd) panel and downloaded the most current software revision, which resolved the issue. The ventilator passed all tests, calibrations and it was operating within the manufacturing specifications.

Manufacturer narrative:
Covidien reference: (B)(4). The graphical user interface (gui) printed circuit board (pcb) and gui light emitting diode (led) panel were returned for investigation. The field service engineer (fse) performed tests per the ventilator¿s service manual and found the upper display screen on the gui pcb distorted. Previous investigations performed for a similar malfunction indicated that this fault was caused by the vga controller, referent to a faulty component designator u34. Those vga controller devices are now obsolete. No further investigation or repair was possible on this gui pcb as no replacement component is available. The gui liquid crystal display (lcd) panel was found to function as intended.